Event description:
In 2008, admitted - simple mastectomy right surgical repair insertion of tissue and right breast expander. At approximately 5 weeks later, admitted to healthcare facility with cellulitis/infecton of right breast, treated with antibiotics.